Manufacturer narrative:
The valve remains implanted and the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed. Without return of the devices, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) became stuck on the deployed valve as the dcs was being withdrawn from the patient. Attempts to center the nose cone with the wire were unsuccessful and the valve was dislodged above the annulus where it was left implanted. A second transcatheter bioprosthetic valve was successfully implanted valve in valve. No adverse patient effects were reported.